Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the downstream occlusion (dso) seal was detached. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing was performed and the customer reported issue was duplicated. The cause was traced to a defective air detector. The air detector and dso seal were both replaced.

Event description:
It was reported that there was air in the circuit. There was unknown patient involvement.